Event description:
It was reported bu the customer that "over the weekend, there was a huber needle leak of 5fu. There was dried 5fu around the y-site where the leak was. No patient harm. Patient was accessed 4/6, came in for pump d/c on 4/8 and leak was noted."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set was confirmed. The sample was evaluated, and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the sample return. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported bu the customer that "over the weekend, there was a huber needle leak of 5fu. There was dried 5fu around the y-site where the leak was. No patient harm. Patient was accessed 4/6, came in for pump d/c on 4/8 and leak was noted."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.